Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead with only connector portion was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.